Event description:
It was reported that the tip of a cannulated hex driver broke intra-operatively during the final stage of inserting a 2.5 mm headless screw. The broken tip was retrieved, and the procedure was completed without delay. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. Visual examination of the returned product and provided pictures identified that the tip of the driver is broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.